Manufacturer narrative:
An investigation has been initiated. Additional info regarding the incident and the sample have been requested but to date have not been received from the reporting facility. When the investigation is complete a supplemental report will be submitted.

Event description:
Broken catheter had to be snared out of popliteal artery.